Event description:
It was reported that 10 bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml experienced poor separator movement during use. The following information was provided by the initial reporter: lot number 9121857 and material # 36278. Contamination in more than 10 tubes in 3 different samples. Rbc contamination observed in cpt - na citrate tubes - 8ml.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml experienced poor separator movement during use. The following information was provided by the initial reporter: lot number 9121857 and material # 36278. Contamination in more than 10 tubes in 3 different samples. Rbc contamination observed in cpt - na citrate tubes - 8ml.